Event description:
Found the infusion amber set used for smof snapped and disconnected from the fliter. Blood backed up to the blue PICC connection. IV pump started alarming for occlusion. The nurse tried to flush gently but unsuccessful. The doctor was made aware and examined infant. PICC discontinued and new piv started. Current fluids, tpn and smof discontinued and d10i started. PICC line previous site no complications noted. Affected amber infusion set given to the nurse. Nurse maintained PICC per guidelines found malfunctioned broken tri-connector and immediately removed, and reported chain of command. Amber-colored tri-connector with filter disconnected . Device sequestered for evaluation and reporting. Nicu has changed back to the clear connectors until amber tri-connector issue is resolved.